Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to verify the complaint. Visual inspection did not show blade exposed and there was no conductor wire or snake wrist damage. There was some biodebris found at the instrument tip. Self check passed on an in-house is4000 system. The cut and seal function passed without any problems. There was no issue found with the functional test. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the vessel sealer instrument unable seal could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci sleeve gastrectomy procedure, the endowrist one vessel sealer instrument would not seal. Sound was made from the generator, cut function would work, but would not seal. There was zero tissue effect from the vessel sealer jaws. Re-seated instrument in robot, reseated cable in erbe generator. Restarted each as well, and still wouldn't work. Replaced with another vessel sealer and new instrument worked fine. On 11/04/2014, contacted intuitive surgical, inc. (Isi) clinical sales rep to obtain additional information regarding the reported complaint. The following information was obtained: the vessel sealer instrument worked for the first firing, but after that nothing. There were no message and no change in beeping. The generator would make the audible sound with the erbe like it was sealing and them time out after about 30 seconds. There was zero tissue effect. Customer tried it on a non-vascular and vascular anatomy and no difference. The vessels were not highly calcified or in excess of 7mm in diameter. The surgeon was working on mobilizing the greater curve and taking down the short gastric. The surgeon was holding the master grips fully closed throughout the sealing cycle and heard the two audible high pitch tones. The sealing cycle was about 30+ seconds. The system did not give any errors or messages that the vessel sealer is not coagulating or sealing. The surgeon did attempt to use the cut function after getting zero tissue effect, but it was on a non-vascular tissue to see if he could maybe re-engage the sealing function. There was no bleeding. There was no patient injury.